Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that insulin pump alerts to calibrate often and is not sure if it is actually done. Customer had questions regarding threshold suspend as well. Customer was transferred to a sensor technician. No further information provided.